Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. A review of the DHR found that no discrepancies were found during manufacture. Add'l MFR info: section h4: mfg. Date=03/97. Corrected data: section d10: concominant medical products. Lot code reported for the device was reported in error. The lot code reported does not exist. Lot code=unk.

Event description:
Rptr states, "after the baseplate was cemented into place, a 11mm medium a/p lipped insert was inserted into the baseplate, when movement between the baseplate and the insert was discovered." The surgeon decided to insert a 13mm a/p lipped insert, with the same results. Re-inserted the insert with the same results. The surgeon decided to use the 13mm tibial insert. There was no adverse consequence to the pt due to this event.